Event description:
The customer reported being in the emergency room due to high blood glucose and diabetes ketoacidosis. The caller was vomiting for twelve hours and had a chest and abdominal pain. During the call, it was found that the customer was off the insulin pump for two days before his admission. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date in the device were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. The caller mentioned that the reservoir compartment was wet. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-95509.